Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the slalom thrill 5 x 4 mm balloon got stuck inside the 4 fr. Xemex sheath as it was being inserted for a second inflation/dilation of the target lesion. There was no reported problem during the first dilation. The target lesion was the radial vein. The lesion was reported to be: mildly calcified, mildly tortuous, and a 90% stenosis. The balloon catheter was removed and another unk product was used to complete the procedure successfully. The pt was reported to be in stable condition. There was no reported pt injury.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepared properly according to the instructions for use (IFU) and no problems were noted. No additional info was available. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.